Event description:
The orsiro drug-eluting stent system was selected to treat a lesion in the lcx. After pre-dilatation the orsiro could not cross the lesion. Thus the device was removed and another pre-dilatation was done. The orsiro was delivered again but it was noted that the stent was dislodged. Upon removal the dislodged stent was found outside of the patient.

Manufacturer narrative:
The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned instrument revealed that the balloon has been inflated and was deflated in the as-returned condition. Microscopic analysis revealed stent imprints on the exposed balloon surface, indicating that the stent was initially crimped in between the two radiopaque markers. The stent was returned separately wrapped in an op cloth. The stent was found slightly opened at both ends. Review of the manufacturing documentation of the product detailed above did not reveal any non-conformity. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. The device in question was manufactured according to specifications and successfully passed all in-process controls as well as the final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. It should be noted that the IFU warns the user against reinsertion if the stent system was removed prior to expansion.